Manufacturer narrative:
(B)(4).

Event description:
A customer complained of questionable inr results from their coaguchek xs meter serial number (B)(4) compared to the doctors coaguchek sx meter. The serial number was not provided for the doctor's meter. The initial result from the customer's meter was 5.4inr. The initial result from the doctor's meter was 3.8 inr. The customer then got a result from their meter of 4.3 inr. The specific time of testing was not provided, but it was stated that all the result obtained were within 7 hours of each other using the same lot of strips. The customer did use the same finger for all results. The results of 3.8 inr and 4.3 inr were also obtained from the same finger stick. The customer's therapeutic range was 3.0 - 3.5 inr. The customer does not have hematocrit concerns, is not on heparin therapy, is on no new medications, and no changes in diet. Based on a laboratory result of 3.6 inr, the customer's coumadin dosage was changed. The laboratory reagent used was not known. The customer does have antiphospholipid antibodies (apa) syndrome. The customer had had double pneumonia two weeks ago and had received unspecified antibiotics. The customer stated that the nurses had a hard time stopping the bleeding after doing the blood draw. The customer stat that this was unusual. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 49%, donor 2 hct: 44%. Donor 1: retention meter with masterlot strips: 2.1 inr, customer meter with customer strips: 2.1 inr. Donor 2: retention meter with masterlot strips: 2.6 inr, customer meter with customer strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. All of the following situations could have caused the questionable result: the customer used the same finger for all tests, the customer has apa syndrome, and the customer was taking clopidogrel. All the limitations are covered in product labeling. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. For inr results provided generated from the customer's meter were observed in the meter memory, but the time and date were incorrectly set. The investigation was unable to find a definitive root cause.